Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. A video review was performed by an isi clinical development engineer (cde). Per cde, it can be confirmed that around timestamps 0:05, 1:59, 5:04, 10:24, 16:13, and 21:38, the arm pod displayed in the video does not indicate that energy on the fbf [fenestrated bipolar grasper] instrument was activated. However, it seems that there might have been inadvertent delivery of energy from the fbf instrument during this time period. A conductive pathway may be created through heat transfer from the energized tissue or fluid in contact with the tissue. The surgeon should activate energy with care and ensure that inadvertent contact isn¿t being made between instruments and tissue. In this scenario, the tip of mcs [monopolar curved scissors] can contact tissue when it is activated. However, the surgeon must ensure the tips of two instruments do not touch each other while activating energy and that there is no unintended tissue contact with an instrument. No image for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection procedure, the monopolar curved scissors (mcs) and fenestrated bipolar forceps (fbf) were used together, and energy leakage occurred from the fbf tips while monopolar energy was energized. The surgeon was grasping tissue when the arcing event occurred. Bubble-like material was seen on the tissue surface of the grasped tissue. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the monopolar curved scissors (mcs) and fenestrated bipolar forceps (fbf) were used together, and energy leakage occurred from the fbf tips while monopolar energy was energized. The mcs and fbf instruments were inspected prior to use and no abnormality was found. It was unknown if the fbf instrument collided with any other instruments. No arcing on the mcs instrument was noticed. The mcs instrument and tip cover also had no damage found. There was no thermal damage on the fbf instrument after the spark. The surgeon was grasping tissue when the arcing event occurred. Bubble-like material was seen on the tissue surface of the grasped tissue. The issue was resolved after the mcs instrument was replaced. There was no patient injury due to the issue and no medical intervention was performed. Follow-up attempts were performed to request additional information. However, as of the date of this report, no further details have been obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 24-oct-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: intuitive has received the monopolar curved scissors instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed and replicated the customer reported complaint. The housing was removed, and no visible damage was found. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The tips opened and closed properly. The instrument was fully functional. There was no problem detected. On 07-nov-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: the target tissue was fat tissue. A grounding pad was in use and placed on the patient¿s right thigh. The grounding pad did not have issues or defects; it was used until procedure completion. The mcs tip cover accessory was properly installed; the orange surface was ¿slightly¿ visible after installation with the installation tool. Electrolube or any other lubricant was not used on the mcs prior to tip cover accessory installation. The cannula through which the instruments were inserted were inspected prior to use; a pin gauge was also used to inspect the cannula. Arc discharge was not confirmed from the monopolar curved scissors (mcs) instrument; however, the output when the issue occurred was monopolar cut and coag. During the procedure, monopolar settings were e2, 50w, e4, 60w; bipolar settings were soft e4, 60w. The monopolar cord was not connected to a bipolar instrument. The generator being used was erbe vio300d. The instruments were used for a while after starting when the issue occurred. The instrument tips did not touch any staples, clips, or sutures while energized. It is unknown whether the jaws were immersed in liquid or contaminated by carbonized tissue prior to activation. The instrument was not removed prior to the issue. The patient did not experience injury during the procedure or post-operatively. The patient currently has ¿no health hazards¿.